Event description:
It was reported that during an anterior resection procedure, the device fired. However on release, it was noted that the staples had not formed properly and were falling away from the tissue. The procedure was completed with the surgeon hand sewing over the staple line. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.